Manufacturer narrative:
Received one (1) used. List #unknown, extension tubing; lot #unknown. One (1) used. List #mc100, microclave¿ clear neutral connector; lot #14235568. One (1) used. List #unknown, 20 ml bd syringe with tacrolimus; lot #unknown. The microclave was observed to be crushed when disconnected from the syringe. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crushed spike. The returned mating device was measured and found to be incompatible with the microclave. The probable cause of the leak is from the use of an incompatible mating device. The directions for use (dfu) states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred at least four times between (B)(6) 2025 and (B)(6) 2025 and involved a microclave¿ clear neutral connector. It was reported the connectors remain depressed and leaked with tacrolimus. The problem also occurs with syringes. The microclave connector was connected to a texium cap. Chlorohexidine alcohol solution was used prior to device use. There was patient involvement and no patient was harmed.